Manufacturer narrative:
Product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. Product ID: 309328, lot# b0932267k, implanted: (B)(6) 2009, product type: lead. Analysis of the extension, model 7489-10, serial no. (B)(4), found no significant anomalies, the distal end molded rubber cut. Analysis of the ins, model 3023, serial no. (B)(4) found no significant anomalies, ins functionally okay. The lead remains in situ.

Event description:
A health care professional via a manufacturer representative reported lead damage that occurred during a procedure. The extension was disconnected from the lead per usual procedure for connection of the lead to the implantable neurostimulator (ins). The extension was removed with ease; however, the lead silicon casing had separated from the electrodes and approximately half cm of exposed wires were visible on lead. This made it very difficult to insert the lead into the ins. The hcp tried many times, but was only able to partly insert it and the exposed wires were bending with his actions, which was unavoidable. An impedance test was done with the ins in pocket (and lead screwed in with torque wrench). Despite the hcp trying again many times, still only case and 0 and combination 1<(>&<)>2 were within range. The rest were >4000 ohms. The hcp elected to proceed with this and was aware of limited programming options and possibility of further lead failure and other issues. The consumer¿s age was 90 and the hcp indicated he would definitely not replace the lead. The hcp had been informed pre-operatively that this situation may occur. Post-op the patient was programmed on 0-1+, 2v and she said she felt stimulation in pelvic floor area. The ins and extension were to be returned and the lead remained in situ. The consumer appeared to have cognitive issues and very elderly, and to the representative¿s knowledge was not aware of the situation. Post-op impedance test remained unchanged; same as results from intro-operative testing. The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Updated with UDI #.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.